Manufacturer narrative:
Investigation conclusion: tested 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported 1 false positive result, unknown whether its for flu a or flu b, for one patient. Unknown whether patient was symptomatic. No confirmatory testing completed.